Event description:
It was reported device related thrombus (drt), cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The patient was not on any post-operative anticoagulant or dual anti-platelet medications due to very high bleeding risk. 80 days post index procedure, the patient experienced a cva and a 27mm x 11mm drt was noted on transesophageal echocardiogram (tee) on the same day of the inpatient hospital admission in response to the cva, so the patient was started on eliquis medication. Less than two (2) months later, the family requested hospice care. The patient died sixty (60) days after the cva.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: the provided medical media is related to thrombosis and stroke and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media subject matter experts. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0034799323. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis, cerebral vascular accident (cva) (medication and imaging required, hospitalization) and death. Risk review: a risk review was completed and confirmed that the events of thrombosis, cerebral vascular accident (cva) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported device related thrombus (drt), cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The patient was not on any post-operative anticoagulant or dual anti-platelet medications due to very high bleeding risk. 80 days post index procedure, the patient experienced a cva and a 27mm x 11mm drt was noted on transesophageal echocardiogram (tee) on the same day of the inpatient hospital admission in response to the cva, so the patient was started on eliquis medication. Less than two (2) months later, the family requested hospice care. The patient died sixty (60) days after the cva.